Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5071-35 lead implanted: 2013 (B)(6); 4968-35 lead 2013 (B)(6). (B)(4).

Event description:
It was reported that the two right ventricular (rv) epicardial leads that were adapted together and were oversensing t waves. The leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.